Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21, with 510k/PMA/bla number k052000.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr for a 78-year-old female oncology patient. The following results were provided: (B)(6) 2026, sid (B)(6), initial ca 19-9 result= 81.38 u/ml; repeat results= 7.99 u/ml, 10.02 u/ml; repeat on another analyzer= 10.98 u/ml there was no impact to patient management reported.